Manufacturer narrative:
(B)(6).

Event description:
Synergy china registry. It was reported that exacerbation of heart failure occurred requiring medical intervention. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 85% stenosis was 16 mm long and a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 4.00 mm x 20 mm synergy stent system. Following post dilation, residual stenosis was noted to be 0%. Two days post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with exacerbation of heart failure and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Seven days later, in (B)(6) 2023, the outcome of the event was considered to be recovered/resolved and on the same day, the subject was discharged with aspirin and clopidogrel.